Manufacturer narrative:
A siemens healthcare diagnostics inc. (Siemens) customer service engineer (cse) was dispatched to the customer site. The cse inspected the system and observed the cuvette wash mechanism was dripping. The cse found the fitting on the top of the cuvette wash bulk bottle loose causing dripping from cuvette wash mechanism position 2. The cse also found liquid had overflowed into the rotary reaction bath oil. The oil was drained and refilled. The customer ran and verified quality control results. The cause of the multiple discordant test results on multiple samples is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant direct bilirubin, glucose, urea nitrogen, creatinine, anion gap, magnesium, inorganic phosphorous, total protein, alkaline phosphatase, aspartate aminotransferase, alanine aminotransferase, lactate dehydrogenase and amylase results were obtained for multiple samples from an advia chemistry 1800 system. The initial results were reported to the physician(s) and the results were not questioned. Repeat testing using the same samples was performed on an alternate advia 1800 system. The results obtained on the alternate advia 1800 system were considered correct by the customer and reported to the physician(s). The cause of the multiple samples with discordant results is unknown. There are no known reports of patient intervention or adverse health consequences due to the discordant results.